Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms and no display ramping on its own noted during testing. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone, he was attempting to do a quick bolus. When he pressed the act button the device kept flashing and then it alarmed button error. Customer's blood glucose was 79 mg/dl. Other than him attempting to bolus the customer didn't recall any other significant which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.